Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was difficult to advance due to the guide wire not being wet enough. During stent deployment it is likely that interaction with the mildly calcified and 75% stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment difficulties and resulting in the stent not becoming fully released from the system; thus during device removal resulted in the stent inadvertently becoming pulled back into the sheath and removed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery that is 75% stenosed. During advancement of 10x100mm absolute pro self-expanding stent system resistance was felt with a .035 unspecified guide wire as the guide wire was not wet enough. When attempting to deploy the stent the thumbwheel was note to be difficult to turn; however, the stent was deployed. When attempting to remove the stent delivery system it was observed that the stent was being pulled back, which 80% of the stent was pulled back in the sheath and removed. Another same size absolute pro was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.